Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and screen was black. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power and screen was black. A field service engineer found that the device did not turn on if the half-height cubie drawer 2 was plugged in and found the control module was faulty. The engineer replaced the pyxibus control module for half height cubie drawer 2.1 and 2.2 and verified "not found bus" failure disappeared. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.